Manufacturer narrative:
Codes for dementia and nerve damage no longer applicable. Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated he was having severe nerve damage in their right leg. Patient said they were going to doctors and they couldn't figure out what was wrong so they said to go see a specialist. Patient came home and was sitting in their chair and all of a sudden their mind snapped at them and said to turn up the stimulation. Patient turned the stimulation up as high as they could stand it and could finally walk. Patient asked if there was any way to get the stimulation to go further down their leg without hurting them anymore. Pt states this all began 8 weeks ago but 3 weeks ago is when his mind snapped in. Agent asked if patient had tried all of the groups and patient said they had tried group a and b and they still need help. Patient mentioned group a was from their back but group b would zap them. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt mentioned he has dementia and hard to think of who the hcp is.